Event description:
New information on 1/22/2018 stated that the patient presented in the operating room due to normal device change out procedure and scheduled lead revision. During procedure, the right ventricular lead exhibited fracture. The lead was explanted and replaced successfully. The patient remained in stable condition prior, during, and post operation.

Manufacturer narrative:
Final analysis found the lead was returned in three pieces; 9.6cm from the connector, 1.5cm in the middle outer insulation, and 82.3cm from the distal tip. External insulation was noted on 12.4cm-12.9cm from the distal tip consistent with friction with another implantable product or the feature of the heart. Internal short was noted due to procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pocket stimulation. Upon interrogation, the right ventricular lead exhibited high capture threshold. The lead was reprogrammed and exhibited loss of capture threshold. There were no other electrical anomalies. The patient was scheduled for lead revision.